Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The direct cause of the issue was determined to be a cracked door piston which was replaced to resolve the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.